Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 200 mcg/ml fentanyl at an unknown dose, 5 mg/ml bupivacaine at an unknown dose, 250 mcg/ml baclofen at an unknown dose, and 30 mg/ml dilaudid at an unknown dose via an implantable pump. It was reported that they were replacing the pump on (B)(6) 2018 and the hcp was unable to aspirate the catheter. It was then stated they needed assistance with the back table prime and they had moved the drug (11.5 ml) from the old pump to the new pump. No symptoms were reported. It was later reported that the inability to aspirate was resolved, however the cause was not determined. It was noted that the pump had been working fine, there was no return of symptoms and the patient was doing great. No further issues were reported or anticipated.